Event description:
Event was reported to (B)(4) by an atty. Patient mental & physical pain and suffering, sustained permanent injury, further corrective surgery, financial or economic loss, and mesh erosion. No further info has been provided.